Event description:
The light cord connector became very hot and when placed on a folded blue towel smoke was noted and a burn the size of a pea was noted on the towel. Immediate action to remove the cord and no further damage or injury to pt occurred.